Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-ring for the for the soda absorb canister was replaced to correct the reported issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction found during pre-use check out which may result in a loss of mechanical ventilation. There was no report of patient involvement.